Event description:
It was reported that the patient had been taken to the emergency room (ER) in an ambulance due to low blood glucose (bg) levels dropping to 24 mg/dl while wearing the pod longer than 48 hours on the abdomen. The patient experienced nausea and vomiting and loss consciousness. Paramedics treated the patient with dextrose 10 and zofran. The patient was released a few hours later.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.